Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the event was resolved without sequela on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient experienced worsening dyskinesia since (B)(6) 2017, with it noted that the patient increased their voltage whereas it should have been decreased. The issue was found during reprogramming on (B)(6) 2017, with the most recent interrogation prior to the event taking place on (B)(6) 2016. The etiology of the event was noted to be possibly related to the device or therapy and not related to the implant procedure. The event is listed as ongoing with the patient's next consultation on (B)(6) 2017 to see if there is or isn't a beneficial effect of the reprogramming. No further complications are anticipated. Additional information received updated to include that the patient has had disabling cervical dyskinesia as of 2017 resulting in hospitalization on (B)(6) 2017 to adjust therapy stimulation and drug treatment. This was clarified to mean that the dosage of stalevo was split and modopar was introduced which resulted in improvement of dyskinesia which is still present but less disabling. No further complications are anticipated.